Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a gas leakage. There were no reports of patient involvement.

Manufacturer narrative:
Updated d8, h3, and h4. Corrected e1 establishment name address. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to the forceps elevator wire unit failure. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.